Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was able to be interrogated at a later date. No adverse patient effects were reported.